Event description:
7/17/93 vent alarm sounding. Patient suctioned. Low inspiratory pressure sounding. Respiratory therapist paged to evaluate vent. Therapist found filter tube disconnected. Site not visually accessibledevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: invalid data, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.